Event description:
The reporter states the essure device was implanted in (B)(6) 2011. According to the reporter, beginning in 2013, she experienced abdominal pain, back pain, heavy bleeding, and ovarian cysts (on both the left and right ovary). The reporter goes on to state that during a follow-up visit to the surgeon, the original plan was to have a hysterectomy performed with both the coils targeted for explant, however it was noticed that one of the coils had protruded/perforated through her uterus. The reporter states that the migrant coil was explanted on (B)(6) 2016.